Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture stitched the back wall could not be confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. The probable cause for the reported posterior wall puncture is incorrect deployment technique. The perclose proglide instructions for use (IFU) indicates under precautions: avoid posterior wall suture placement. Use a single wall puncture technique. The IFU also indicates, under the warnings section: do not use the perclose proglide system if the puncture is through the posterior wall or if there are multiple punctures, since such punctures may result in a retroperitoneal hematoma. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported they are conducting their own device examination and once completed they will return the device to the abbott representative for evaluation. A follow-up report will be submitted with all additional relevant information. The vessel was reported to be small, approximately 4 mm in diameter. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patient with small femoral arteries, less than 5 mm in diameter.

Event description:
It was reported that an arteriotomy closure of a common femoral artery (cfa) was attempted using a proglide device after a st-segment elevation myocardial infarction (stemi) procedure. Reportedly, after hemostasis was achieved uneventfully using the proglide sutures, it was noticed that the cfa blood flow was restricted, the patient did not have leg pulses. A cut down was performed and it was observed that the suture stitched the back wall. The suture was cut and removed to restore blood flow and the vessel was surgically closed. There was no adverse patient sequela. It was indicated that the vessel was small, approximately 4 mm in diameter. The technician is reportedly trained in the use of the proglide device. No additional information was provided.